Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for a follow-up in clinic with pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure." Rather than "it was reported that the patient presented for a follow-up in clinic with pocket erosion and an unspecified infection. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure." The correct clinical code should have been "pocket erosion" only, rather than "pocket erosion" and "unspecified infection".

Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.

Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for a follow-up in clinic with pocket erosion and an unspecified infection. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure.", rather than "it was reported that the patient presented for a follow-up in clinic with pocket erosion. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure."

Event description:
It was reported that the patient presented for a follow-up in clinic with pocket erosion and an unspecified infection. The device was found visible from the opened incision site of the implanted device pocket. The physician explanted the pacemaker, the right atrial lead and right ventricle lead to resolve the issue. The patient was in stable condition throughout the procedure.